Event description:
Reportedly, the laser fiber was not producing enough output to break up the stone. The laser was turned off and rebooted for troubleshooting. Once on, the laser/fiber would not fire. When removed from the laser, the laser fiber was found to be warm to the touch, while the wire connection to the green connector appeared to be both separated and melted. After the event, the laser passed the diagnostics. The blast shield on the laser was observed to be dirty and was replaced.